Event description:
It was reported that there were coupling/communication issues. A manufacturer's representative was able to start a recharge session. Further info reported the implanted neurostimulator had gone into an over-discharged stated three times and was completely depleted. The pt was considering replacement with a non-rechargeable device. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).